Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8703w, lot# l70873, implanted: (B)(6) 1999, product type: catheter. Product ID 8711, lot# j11526r66, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 500mcg/ml, 50.04mcg/day, intrathecal bupivacaine 7.5mg/ml, .7505mg/day, for intractable spasticity. The patient experienced increased spasticity and pain. It was stated that no diagnostics or troubleshooting were performed and the pump was replaced on (B)(6) 2015. It was planned to return the pump to the manufacturer for analysis. The patient status at the time of this report was "alive-no injury" and the issue was considered resolved. Medical history included cerebral palsy. Follow-up is being conducted to obtain all information relevant to this event. Additional information was received from the company representative along with device return. Rotor and dye studies were performed and were normal. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.